Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacture reference number: 2017865-2022-02038, related manufacture reference number: 2017865-2022-02039. It was reported that the patient presented during a non-clinical environment. He was admitted to hospital as device erosion was evident. Infection was confirmed. The pacing system was explanted on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Correction: b3 - the event date should of been (B)(6) 2021 rather than (B)(6) 2021.